Event description:
Additional information was received. The manufacturer representative (rep) reported the extension will not be returned as it was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# serial# unknown: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the external neurostimulator (ens) was connected to the extension at the end of the procedure for system programming but it was not recognized by the programmer. No change in procedure practice during this intervention in an expert center. The surgeon tried to reconnect the system several times, turned off the programmer and even changed the programmer. Surgeon decided to change/replace the ens and the extension to the operating room. Issue was resolved. Will be returned. Additional information received. It was further reported via an incident report that there was a failure to connect to the electrode for program adjustment, in connection to the temporary connection cable defect. Again, during operation, a device was changed out with new one. Patient was set to have implantable device on (B)(6) 2024. [Medical history: neurogenic detrusor hyperactivity resistant to drug treatment and transcutaneous nerve stimulation of the posterior tibial nerve at the ankle]

Manufacturer narrative:
H3: analysis of the returned external neurostimulator (ens) revealed contamination at interstim ens bottom by visual observation. There were no manufacturing issues found. The device passed standard workbench tests, functional and any further testing. The device also passed debug modes test. There were no functionality failure detected on it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.